Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 439mg/dl at the time of the incident. Customer's high blood glucose treated with injection. Customer's father stated that the issue with the insulin pump's blank display began the week prior to (B)(6) 2017. The customer's father was assisted with troubleshooting. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instruction. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to interface board broken solder joint. Unable to confirm audio/beep anomaly signal too low and unexpected restart alarm due to blank display. Unable to perform any tests due to blank display. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.